Manufacturer narrative:
The two (2) 'cracked' crowns were removed by the doctor and temporary restorations were placed. Patient specifics with regard to gender and age were not provided by the doctor. The doctor was advised that using breeze self etch cement on ceramic restorations is contraindicated for use with ceramic restorations as stated in the 'instructions for use'. The product involved in the alleged incident was not returned and no lot number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor alleged that 5 patients experienced 'cracked' emax crowns after placement with breeze self etch cement. This is the first of 5 reports.